Event description:
The resident was being prepared to be removed from the lift after being bathed. He was outside of the tub and was being lowered back down to be moved into a wheelchair and transported to his room. The resident slipped down under the seat belt on the lift and fell on the floor, hitting his right elbow. The resident sustained a lateration to his right elbow which required three stitches.